Event description:
The customer reported that during preparation for a distal gastrectomy procedure, his olympus 4k camera head stopped producing an image. According to the initial reporter, he believe it was due to image transverse interference. Reportedly, the staff completed the case using another camera without any delays or patient harm.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A blackout screen occurred occasionally due to a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that an image was not displayed because a communication failure occurred due to a faulty cable. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ this supplemental report includes information added to h3 and h4. Olympus will continue to monitor field performance for this device.